Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped fill tubing and requested a minimum of 50 units during the load process. The customer's blood glucose level was 343 mg/dl. The customer took a manual injection. During troubleshooting with tandem technical support, the customer was able to load a new cartridge successfully.